Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombosis/embolism and occlusion of the inferior vena cava (ivc). The patient reported fracture, filter tilt, inferior vena cava (ivc) perforation, perforation of organ, and narrowing of the ivc. Computed tomography images were submitted for review approximately ten months after the scan was performed. Results of that review noted that the filter was at the mid-level of l2, the filter was not tilted at the superior end, but was tilted anteriorly and medially at the inferior end and contacted the ivc wall. The reading noted that all of the filter struts perforated the ivc up to 11mm. One anterior strut perforated 8mm and contacts the bowel, two medial struts perforate 7mm, one contacts the left renal vein and one contacts the aorta. Three struts perforate 11mm and one contacts the bowel, one resides in the soft tissue and one contacts the diaphragmatic crus. There was a linear calcific density which likely represents a chronic thrombus within the ivc, inferior to the filter and there was marked narrowing, down to 10 mm, noted inferior to the ivc filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion and thromboembolism were reported, however with the limited information provided the event(s) could not be further clarified, it is unknown if the occlusion was represented as stenosis or thrombosis. Blood clots, clotting, and occlusion of the device or vasculature and stenosis do not indicate a device malfunction. With the limited information provided a clinical conclusion could not be made, however, patient, vessel characteristics and pharmacological factors may have contributed to these events. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Since the filter was placed in the venous system, it is unknown how a fracture travelled to the aorta. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced fracture of one posterior strut (fragments perforates the inferior vena cava wall), filter tilt, inferior vena cava (ivc) perforation, perforation of organ, linear calcific density which likely represents a chronic thrombus within the inferior vena cava (inferior to the filter) and the inferior vena cava was markedly narrowed down to 10mm inferior to the filter. The results of computed tomography (CT) scans indicate that the superior end of the cordis trapease permanent ivc filter was at the mid l2 vertebral body (juxtarenal). The filter was not tilted at the superior end. The filter was tilted anteriorly and medially at the inferior end and it contacted the ivc wall. All of the filter struts perforate the ivc up to 11mm. One (1) anterior strut perforates the ivc wall 8mm and contacts the bowel. One (1) medial strut perforates the ivc wall 7mm and contacts the left renal vein. One (1) medial strut perforates the ivc wall 7mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 11mm and contacts the bowel. One (1) lateral strut perforates the ivc wall 11mm and resides within the soft tissues. One (1) posterior fractured strut fragment perforates the ivc wall 11mm and contacts the diaphragmatic crus. There was a linear calcific density which likely represents a chronic thrombus within the ivc, inferior to the filter. Additional soft thrombus within the ivc or filter could not be evaluated on this non contrast study. The ivc was markedly narrowed down to 10mm inferior to the ivc filter.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused thrombosis/embolism and occlusion of the inferior vena cava (ivc). The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion and thromboembolism were reported, however with the limited information provided the event(s) could not be further clarified. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. With the limited information provided a clinical conclusion could not be made, however, patient, vessel characteristics and pharmacological factors may have contributed to these events. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to thrombosis/embolism and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.